Event description:
It was reported that the device had a power on reset (por) with full reset settings. The patient denied any medical procedures or any electro magnetic interference sources known. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Power on reset parameters were observed. A critical ram parity error was recorded on (B)(6) 2013. Parity error is considered low severity and the device should be able to recover after reset. Concomitant products: 5076 implantable pacing lead (B)(6) 2007 x 2. (B)(4).